Event description:
It was reported that patient reported the infusion set was accidentally pulled out during use due to tubing catching on something led to hyperglycemia and treated with correction bolus via pump.

Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.